Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set separated. The following information was received by the initial reporter with the verbatim: "the piece that screws into female hub came apart. When you unscrew it, the whole thing comes apart. Detaches." See attached photos.

Event description:
No additional information was provided mat#:me2020 lot#: 23079061 it was reported by customer that the piece that screws into female hub came apart. When unscrew them, the whole part detaches. Verbatim: "the piece that screws into female hub came apart. When you unscrew it, the whole thing comes apart. Detaches."

Manufacturer narrative:
The customer reported the female hub came apart, and returned a photo of the incident. The photo verifies the complaint. The manufacturing facility conducted a further investigation and found there was not enough evidence from the photo to determine a root cause. No opportunities were found in the work instruction for improvement. Device history record review for model me2020 lot number 23079061 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 13jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.